Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus technical support provided troubleshooting recommendations but the reporter stated that the device would be returning. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
A olympus sales representative reported on behalf of the user facility that the light source is going into standby mode. The sales representative observed that intermittently during a case the light source would go to standby. The scope being used was a urf-v2 scope. There was no patient harm associated to this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's investigation. Based on the internal risk summary tool, this supplemental report is to inform that upon further review, this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The investigation determined that it is likely the scope was not firmly connected to the output connector. If the scope is not securely connected to the output connector, the unit goes into standby mode.